Event description:
The manufacturer's representative reported that the patient was experiencing increased tone and required increased doses of baclofen, including oral supplementation; no withdrawal symptoms were noted. Xrays in 2004 revealed complete displacement and coiling of the catheter. This was not noted until approximately one year later. The patient underwent revision of the catheter in 2006 and the catheter at that time was coiled in the subcutaneous lumbar incision. The catheter was broken proximal to the anchor. The proximal portion of the catheter had recoiled into the abdominal pocket and was still attached to the pump. The catheter was then anchored with a 90 degree anchor and sutured to fascia at four points with a strain relieving loop and butterfly anchor sutured at three points. Patient required second catheter revision at a later date due to return of symptoms. Refer to manufacturer's report #: 6000030-2006-01723.